Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient began duodopa low continuous intermittent gel (lcig) therapy. In (B)(6) 2020, it was reported that the patient had been experiencing infections with stomach pain that come and go. It was reported that a physician prescribed augmentin for 10 days, in which there was an improvement in the stomach pain.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 08 jun 2020: the patient was hospitalized due to the infection spreading across the skin in the peg area (cellulitis) and was treated with an unspecified intravenous antibiotic. The patient was scheduled to be discharged the next day and continue with oral treatment.